Manufacturer narrative:
The returned device was evaluated. External visual inspection found no damage. The module was able to obtain readings with a sampling line and no errors were present. When no gas mixture was applied the module measurements were acceptable. When a gas co2 gas mixture was applied the device provided readings outside of the accuracy specification. A zero calibration of the module was performed and the measured value remained outside of specification. The pump would not run consistently compared to a known good module resulting in high readings. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported a results/readings issue. No patient impact or consequences were reported.